Event description:
Procedure type: laparoscopic percutaneous extraperitoneal closure. According to the reporter: inserted blunt dilator/cannula into expandable sleeve, and then inserted a scope. The tip of cannula was chipped at that point. It was confirmed upon viewing surgical video after removed the device from the pt. Searched the broken piece in the cavity and surgical area, but it was not found. X-ray was performed and 4 doctors checked the photo, they confirmed the broken piece was not inside the cavity. No pt injury. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.